Manufacturer narrative:
(B)(4). The carefusion technical support specialist provided the user facility's biomed with several troubleshooting recommendations. The biomed indicated that he would follow the recommendations and call back for further information after completing the recommended checks. Carefusion has requested the status of the device from the user facility via email. As of (B)(6) 2015 there has been no response from the user facility.

Event description:
The user facility biomed reported that right after doing the extended system test (est) the device would give an "occlusion alarm" and then the "ext high ppeak" alarm that cannot be cleared.